Event description:
Pt had the essure procedure (B)(6) 2007. She stated the physician only placed a coil on the left fallopian tube as the right tube seemed already occluded. An hsg report later showed spillage of contrast on right side into peritoneal cavity. She opted for a unilateral tubal ligation on the right side. Pt claims she experienced pain on her left side since the device was inserted. Due to various medical reasons pt opted for a full hysterectomy which took place (B)(6) 2012. Pathology findings reflected numerous cysts on her ovaries and tubes with no mention of the essure device. Physician has since left the practice, medical necessity cannot be confirmed if the essure device attributed to the pt's pain. Post surgery f/u found pt's pain on her left side resolved. For conservative measures this report is being filed.